Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter revealed coring/tears/cuts in the seal regarding the sutureless connector; leak criteria were met. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was administered at a dose rate of 99.9 mcg/day as of (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's catheter was returned to the manufacturer on (B)(6) 2016 with no information. The indication for use regarding the patient's pump was intractable spasticity and cerebral palsy. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.